Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a post-meal hyperglycemic excursion after eating an egg mcmuffin and announcing the meal approximately 30 minutes late, with a documented peak blood glucose of 208 mg/dl and an elevated range lasting about 45 minutes, trending down to the 190s during the call. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and education regarding meal announcements. Investigation of this case revealed user-related timing of meal announcement as the likely contributor to the transient hyperglycemia, with no alerts or alarms reported and no device supply issues after a prior supply change. It was concluded, based on previously established findings for similar reports, that the cause was use error related to delayed meal announcement.